Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
During investigation, a properly seated lancet was not retracted and extended beyond the end of the correctly positioned protective end cap. No adverse event reported. Multiclix forwarded for further investigation.